Event description:
Healthcare professional later reported "pain, swelling, periprosthetic fluid, patient is very distressed and eager to have surgery". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "relapsing seroma". The device remains implanted.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade ii.